Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their reservoir had leaked and it passed the second o ring. The customer¿s blood glucose was 170 mg/dl. Troubleshooting was done for leak and found the insulin inside the reservoir compartment. Customer reported they were unsure if there was an air bubble in the reservoir. Customer was advised to check for other sources of the leak. The reservoir will not be returned for analysis.